Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system is exhibiting right atrial channel oversensing, which has contribuited to anti-tachycardia pacing (atp). An undersensed p wave was also noted. Technical services (ts) was consulted and recommended reprogramming options, as well as further testing. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and farfield oversensing in the ra channel has been exhibited again. Technical services (ts) was consulted and recommended reprogramming options. This ICD system remains in service. No adverse patient effects were reported.